Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was unknown. The customer¿s current blood glucose level is 195 mg/dl. The customer was on auto mode. The customer reported other blood glucose values such as 54 mg/dl, in the range of 50 mg/dl, 47 mg/dl, in the range of 40 mg/dl, 75 mg/dl, 513 mg/dl. The customer treated low blood glucose value with glucose tablets. Based on customer¿s report customer did allege over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was wearing the insulin pump when low blood glucose event was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.0868 inches. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing.